Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed itching, burning sensation, redness, swelling/inflammation, dry skin, and an infection simultaneously under the omnipod insulin pump and under the wearable. On an unspecified date, the patient went to the emergency department and a health care provider removed the dexcom and the omnipod device from the skin, and the patient was prescribed a course of oral (clindamycin 300 mg capsules) and topical (mupirocin 2 percent ointment) antibiotic medications for the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.